Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying comm loss for all monitored transmitters. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps. The customer was unable to locate the org closet. During a follow-up with the customer the biomedical engineer stated that the rns was rebooted, and the issue was resolved. The root cause is determined to be the facility's network environment. A review of the serial number history shows no recurrence of reported issue.

Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss for all monitored transmitters. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying communication loss for all monitored transmitters. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters - model: ni, s/n: ni, approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. The following fields contain no information (ni), as attempts to obtain information were made but not provided: email address.

Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss for all monitored transmitters. No harm or injury was reported.